Manufacturer narrative:
The analysis confirmed the reported issue of overheating and found the motor, middle housing, nose, and bearings were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
Product received date has been updated. The completed analysis has been received.

Manufacturer narrative:
The pre-repair temperature tests were performed and found the rear, middle, and nose of the handpiece at 32.4 degrees celsius, 36.7 degrees celsius, and 79.9 degrees celsius, respectively. The normal device evaluation is anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece overheated after a few minutes of use. There were no injuries reported as a result of this event.